Manufacturer narrative:
(B)(4). This complaint for system error 2267 could not be confirmed because the sample was not returned for evaluation, and a batch review could not be performed. The cause could not be determined.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted global technical service (gts) reporting a system error 2267/ 2367 (air in set) during dwell 2 on the home choice (hc). The technical service representative (tsr) explained the air alarm. The second bag had air bubbles in the line but no leaks could be seen. The home patient (hp) had already cycled power to receive system error 2367. The tsr explained the therapy was over and new supplies were needed. During troubleshooting, it was noted the solution bag disconnected. The hp would do a manual bag and start over tomorrow. There was patient involvement. There was no serious injury or medical intervention reported.